Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Physicist reports dose too high. Field service engineer reports dose was found to be 30r/min.